Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: "liquid on breasts".

Event description:
Patient reported "hcp saw liquid on breasts. MRI performed to check if implant is broken. Patient stated that they are worried and plans on removing implants" device remains implanted. This relates to the right side.